Manufacturer narrative:
(B)(4). Dilatation catheter: 3.5x15(x2)voyager; stent: 2.75x18 multi link rx vision (part 1007847-18, lot 0060341). The 2.75x18 multi link rx vision (part 1007847-18, lot 0060341) is being filed under a separate MFR#. (B)(4) - (incorrect removal). Evaluation summary: analysis of the returned product noted no blood or contrast visible. The stent was dislodged and not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a tear at the guide wire exit notch for a length of 4 mm. The distal edge of the soft tip was slightly jagged. Since this damage was not reported in the incident information, the tear in the shaft and damaged tip may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency. Additionally, it was noted that another vision stent was unable to cross the lesion and also dislodged from the stent delivery system (sds). It was reported that while attempting to remove the sds, resistance was felt and some force, not excessive, was applied; however the stent dislodged and the sds was then removed. It should be noted in the mini vision instructions for use (IFU) it states: should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Additional treatment was used to crush the stents into the proximal-mid rca; prolonging the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during the procedure in the right coronary artery (rca), after pre-dilatation, the 2.75x18 rx vision stent system was advanced but could not cross to the lesion. While removing the stent system, resistance was felt and some force, not excessive, was applied. The stent dislodged in the proximal-mid rca. A voyager balloon was inflated to crush the stent in the proximal-mid rca. A 2.5x15 mini vision stent system was advanced into the rca and the stent system could not cross to the lesion. While attempting to remove the stent system, resistance was felt and some force, not excessive, was applied. The stent dislodged. Another voyager balloon was used to crush the stent in the proximal-mid rca. During both removal attempts, once resistance was felt, the stent systems were not removed as a single unit. There was no adverse patient sequela; however procedure time was prolonged. Approximate time of procedure was 4 hours. Patient is reported as doing fine. Though requested, additional information was not provided.